Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and three infrarenal aortic extensions on (B)(6) 2010. Upon follow-up, computed tomography (CT) showed a potential type 3b endoleak and sac growth. On (B)(6) 2016 the physician elected to reline the main body with an additional bifurcated stent to seal the endoleak. The patient is in stable condition.